Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:a review of the device history revealed multiple persistent cs 127 call service alarms on the event date. The pump was powered on and emitted call service alarm cs 127; the alarm could not be cleared. The pump case was removed and the reference voltage reading was not within specifications. A suspect component was removed from the printed circuit board, and the reference voltage reading measured to be back within specifications, indicating a single component failure. The pump powered on, was primed, and was exercised with no further alarms.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted call service alarm cs127-00ee. The reporter allegedly replaced the battery and battery cap, however the alarm recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.